Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The voluntary user medwatch number is mw5080649. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio opc device was used during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the first capio device misfired and a small piece of metal was lost into the sacrospinous ligament. The physician tried to palpate the detached piece but could not palpate nor remove it. The detached piece was left in the ligament. The failure mode is unclear and attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The reported event may suggest that the capio carrier broke/detached. Should additional relevant details become available, a supplemental report will be submitted.